Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Part analysis: the report condition of "burning smell from station" was confirmed during field service engineer (fse) testing and subsequently confirmed during the dchu testing and inspection process. According to work order # (B)(4), the fse reported that it was located issue with drawer 6 on aux causing pyxis not to turn on. Later, the fse determined that solenoid was bad and replaced solenoid and boards to station. After the fse tested found that position sensor was not reading correctly. The fse position sensor replaced, tested again and all worked properly. Configured drawer and customer tested with no issue. The report was closed. During dchu visual inspection: pn 151622-01: the "pcba dwr cntlr v1.10/v1" was received with no signs of physical damage, fluid ingress or missing components. Pn 151903-01: the "pcba pmc v1.06/v0.09bl hh" was received with damaged inductors (l300 & l301) plastic housing. Pn 353578-01: the "solenoid 12vdc latch" was received with signs of thermal damage due to the discoloration caused by excessive heat to the coil cover caused by a thermal event. Pn 353844-01: the "assy retractor dwr hh cubie" was received with a broken plastic hinge. Pn 151612-11: the "pcba pos snsr hh sl cubie" was received with no signs of physical damage, fluid ingress or missing components. During dchu testing: pn 151622-01: was evaluated on an esd protected surface with a calibrated dmm and it failed during the resistance testing on component mosfet q601. No further testing is required. Pn 151903-01: was evaluated on an esd protected surface with a calibrated dmm and it failed during the resistance testing on fuse f201. A functional testing was performed using a dchu hta equipment and it failed to detect the latch sensor. Pn 353578-01: the testing from dchu was not required due to the signs of thermal damage. Pn 353844-01: the testing from dchu was not required due to the physical damage observed during the visual inspection. Pn 151612-11: a functional test was performed using a dchu hta equipment and it failed to detect the drawer's position. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of the reported condition of "burning smell from station" was: damaged mosfet q601 of the "pcba dwr cntlr v1.10/v1" which led to circuit instability and ultimately compromised the drawer's functionality. A faulty "pcba pmc v1.06/v0.09bl hh" which led to circuit instability and ultimately compromised the drawer's functionality. A thermal damaged "solenoid 12vdc latch" with signs of discoloration on the coil cover. A physical damaged "assy retractor dwr hh cubie" which caused intermittent behavior. A faulty "pcba pos snsr hh sl cubie" that could not detect the drawer's position.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had burned smell. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. As per part investigation, it was determined that there were faulty pcba pmc, thermal damaged solenoid 12vdc latch, physical damaged assy retractor dwr hh cubie and faulty pcba pos snsr hh sl cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a burning smell was coming from the station. The field service engineer (fse) found the station was not powering on due to an issue with drawer 6 on the auxiliary section, which prevented the pyxis unit from turning on. The solenoid was found to be defective and was replaced along with the boards in the station. After testing, the position sensor was found to be reading incorrectly, so it was replaced. The station was tested again, and all functions worked properly. The drawer was configured, and the customer verified successful operation with no further issues. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had burned smell. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.